Event description:
During a revision surgery involving non-synthes devices, two flexible shaft connectors malfunctioned. It was reported that while reaming, the flexible shaft was not holding and would not come out of the connector. Surgery was delayed while new equipment was brought in, length of time of the delay is unknown. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Mfg evaluation: the device was received without visible damage. One cylinder pin of the locking mechanism was missing and the other pin was no longer in position and therefore, the device was not functional. The relevant dimensions were checked and no deviation was found. As indicated in the manufacturing documents, all needed sub-components for the device were prepared and the device passed the required function test after manufacturing. No manufacturing related fault could be detected. The device was used for treatment not diagnosis. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device was returned for evaluation. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found. Information previously reported was corrected.